Event description:
It was reported that during a follow up check in clinic, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examinations did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.